Event description:
The patient's wife reported that the patient's back incision had opened up and was infected. It was red, but not warm to touch. The redness seemed to come and go and there was no itching. The patient had been put on antibiotics and was being followed by his doctor. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes unavailable.